Manufacturer narrative:
On 9/21/2019, it was noticed that date received by manufacturer was reported incorrectly on the 3500a initial MDR. The correct date is 8/30/2019. Manufacturer's ref # (B)(4).

Manufacturer narrative:
On 10/1/2019, biosense webster inc. Received additional information about the event indicating that ¿yes, the complaint product became bent during the procedure, and it didn't return to the original state. The physician didn't handle this complaint product roughly.¿ as such, the file continues to be considered reportable for the issue of deflection being stuck. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a lasso® nav eco variable catheter and the catheter could not be controlled and could not be deflected as intended. The device was inspected, and the lasso was found in a deflection stuck position. During the second visual inspection, the contraction was also observed stuck. For this condition, the manufacture team performed an investigation in order to find the root cause, the investigation results showed that the slug component was detached from the piston slot inside the handle causing the stuck condition. The probable cause of this issue is due to insufficient polyurethane (pu) however, it was noted pu was present. Therefore, this issue is not related to the manufacture process. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the slug detachment cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling/manipulation, however, this cannot be conclusively determined. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a lasso® nav eco variable catheter for which biosense webster¿s product analysis lab has identified the deflection to be stuck. It was initially reported by the customer that the lasso® nav eco variable catheter could not be controlled and could not be deflected as intended. The catheter was exchanged for another one and the procedure with completed without any patient consequence. The customer¿s reported deflection issue was assessed as not reportable since the most likely consequence is an intraprocedural delay and the potential risk that it could cause or contribute to a serious injury or death is remote. On 8/30/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual inspection identified that the lasso® nav eco variable catheter was stuck at its maximum curve position (deflected position). This finding was assessed as an MDR reportable malfunction. On 9/11/2019, during a second visual inspection, it was identified that the lasso® nav eco variable catheter was stuck in a deflected and contracted position as the piston was stuck. The finds have been reviewed and assessed as MDR reportable malfunctions. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through initial visual analysis on 08/30/2019 and has reassessed this complaint as reportable.